Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was determined that the device could not be repaired. The device was consequently decommissioned.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.